Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device experienced a charge circuit timeout, which subsequently triggered end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and complete li severing in segment 7 at turn 7 and nearly complete severing at turn 6. The anode severing results in a reduced li anode surface area, which can cause an increased battery resistance. The increased battery resistance would result in an increased charge time during device use.

Event description:
It was reported that the device experienced a charge circuit timeout, which subsequently triggered end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.